Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Phone number: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture showed that the cone of the male luer lock (mll) of the access line was cracked. It is likely that the leakage was caused by the broken cone of the mll of the access line. The reported condition was verified. The cause was design related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a prismaflex st150 set, a fluid leak was observed at the red connector. Therapy was stopped and it was observed that the connector was broken. The set was changed and a new one was used to continue with treatment. There was no patient involvement. No additional information is available.